Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent a micro endoscopic discectomy (med) (operative levels unknown). It was reported that an endoscope was connected with another company¿s camera intra-operatively. Most of the produced image was a blur and it was impossible to use the imaging. The produced image was reportedly also checked one day before the surgery, and it was all right then. The center of the image was produced poorly although the rim image was shown clear. Eventually, the product was not used. The surgical time was extended 16-30 minutes due to the incident. No patient complications were associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.